Event description:
It was reported that bleeding, back pain, hypertension, chest symptom and restenosis occurred. The chronic total occlusion target lesion located in the left renal artery. After a guide wire crossed the lesion, predilation was performed and an express sd stent was deployed. Angiography was performed and the procedure was completed. After stent deployment, the patient was noted to have a high blood pressure of 188mmhg/88mmhg and a chronic kidney disease. The high blood pressure was unable to be controlled and the patient began to experience chest symptom. Ambulatory blood pressure monitoring was performed and the average blood pressure was noted to be 14mmghg/88mmhg. Echo of the renal artery was performed and revealed that the blood flow velocity of the left renal artery was greater than 5ml/second. Presence of significant stenosis was confirmed. Approximately five hours later, the patient had back pain and blood pressure reduction. Computed tomography scan was emergently performed and revealed a bleeding around the peripheral renal artery. Intravascular ultrasound (ivus) was done and vessel dissection was not confirmed. It was noted that the increase in blood flow in the acute phase and hyperperfusion caused the bleeding. No further patient complications were reported and the patient has recovered

Manufacturer narrative:
Event date: (B)(6) 2014. If implanted, give date: (B)(6) 2014. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).